Manufacturer narrative:
The complainant indicated that the device has been implanted, and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a ptca (percutaneous transluminal coronary angioplasty) procedure, difficulty in catheter removal was encountered. The 90% stenotic lesion was located in the mid-segment of the moderately calcified and tortuous lad (left anterior descending) artery. The 2.5 x 32mm taxus liberte paclitaxel-eluting coronary stent system was advanced to the lesion, but was unable to cross the lesion to deliver the stent. A 2.0 x 20mm apex balloon catheter was advanced across the lesion and the balloon was inflated one time to 12 atm's. The 2.5 x 32mm taxus liberte paclitaxel-eluting coronary stent system was advanced across the lesion and the stent was successfully deployed with one inflation at 12 atm's. The stent delivery system (sds) balloon deflated; however, resistance was encountered upon withdrawal. The physician applied negative pressure two times and the sds was removed from the patient without difficulty. No patient injury or complications were reported. The pt's condition was reported as "ok".